Event description:
The patient was given their first ov injection on (B)(6) with an injection of kenalog and dexamethasone. The second injection was given on (B)(6). The night of the (B)(6), the patient was experiencing itching on her hand and body. The next day, the patient was having numbness in her hands, itching on her chest and stomach, and fullness in her throat. She began taking benadryl on the night of (B)(6), and has been on benadryl since, as she is still experiencing symptoms. She was advised to go to her primary care doctor for follow up.

Event description:
The patient was given their first ov injection on (B)(6) with an injection of kenelog and dexamethasone. The second injection was given on (B)(6). The night of the (B)(6), the patient was experiencing itching on her hand and body. The next day, the patient was having numbness in her hands, itching on her chest and stomach, and fullness in her throat. She began taking benadryl on the night of (B)(6), and has been on benadryl since, as she is still experiencing symptoms. She was advised to go to her primary care doctor for follow up.

Manufacturer narrative:
Supplemental report: the product associated with the reported event was not returned for testing and analysis. The lot number was provided which resulted in a complaint history search as well as a batch record review. Both the complaint history search and the batch record review yielded no findings. A supplemental report will be submitted upon receipt of new and relevant information.

Manufacturer narrative:
Supplemental report: the product associated with the reported event was not returned for testing and analysis. The lot number was provided which resulted in a complaint history search as well as a batch record review. Both the complaint history search and the batch record review yielded no findings. A supplemental report will be submitted upon receipt of new and relevant information.

Event description:
The patient was given their first ov injection on (B)(6) with an injection of kenelog and dexamethasone. The second injection was given on (B)(6). The night of the (B)(6), the patient was experiencing itching on her hand and body. The next day, the patient was having numbness in her hands, itching on her chest and stomach, and fullness in her throat. She began taking benadryl on the night of (B)(6), and has been on benadryl since, as she is still experiencing symptoms. She was advised to go to her primary care doctor for follow up.

Manufacturer narrative:
Additional information received october 28, 2016 patient reported doing well. No further updates are expected.

Event description:
The patient was given their first ov injection on (B)(6) with an injection of kenelog and dexamethasone. The second injection was given on (B)(6). The night of the (B)(6), the patient was experiencing itching on her hand and body. The next day, the patient was having numbness in her hands, itching on her chest and stomach, and fullness in her throat. She began taking benadryl on the night of (B)(6), and has been on benadryl since, as she is still experiencing symptoms. She was advised to go to her primary care doctor for follow up.